Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that upon opening a jelly pouch the amount of jelly in it was less than half (about 2 gm).

Event description:
It was reported that upon opening a jelly pouch the amount of jelly in it was less than half (about 2 gm).

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to supplier error (defect generated at supplier site or defective torn or broken components). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "method for use (1) do not inflate the balloon in the urethra. (2) do not pull the catheter hard. (3) do not reuse. (4) do not resterilize. (5) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (6) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (7) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (8) do not use in patients who are or have been allergic to natural rubber latex. (9) bard silver tsc tray consists of a balloon catheter with temperature sensing, urine collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls ,gloves and statlock foley. (10) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 11) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 12) do not wet the lead wire and the junction with extension cable. 13) this device is compatible only with monitors requiring ysi 400-series type temperature probes. Malfunction: (1)device damage due to inappropriate use (2)failure to measure temperature (3) improper temperature indication storage: (1) store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date (2) indicated on the direct package and the outer box." Correction: a, b, d h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned